Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The lay user/patient contacted lifescan on (B)(6) 2010 alleging that her onetouch ultralink meter read inaccurately high compared to another meter. She reported blood glucose results of "104 mg/dl" and "51 mg/dl" from another meter: the results were obtained within a 30 minute time period. Based on statistical methodology, the calculated difference of the reported results exceeded the expected value of <=30% and/or <=30 mg/dl. She indicated she was feeling pale and shaky; however, she was unable to report if the symptoms began before or after the reported issue. The patient denied receiving any form of treatment as a result of the reported issue. According to the csr troubleshooting, the patient did not have any control solution to perform a control solution test on the phone. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient was unable to report when her symptoms began in relation to the reported issue and she denied receiving any form of medical intervention as a result of the alleged inaccurate meter reading. However, this complaint is being reported because the reported results did not meet lifescan's accuracy criteria.